Event description:
A customer reported that two lh750 instruments generated erroneous low platelets (plt) results on several patient samples. Erroneous results were not reported out of the lab. Plt estimates were performed on each specimen and giant plt were seen on each smear. Based on available information, there was no effect on patient treatment.

Manufacturer narrative:
The samples were collected in 5cc vacutainer tubes. Qc is run on each shift. Qc was run before and after this event and was within acceptable ranges. A field service engineer (fse) was dispatched: the fse ran specimens drawn from another facility, the results and flags matched. He then ran specimens drawn from the customer's facility, the results and flags matched. The fse had the customer draw specimens in new tubes and then run those samples at another facility. The results and flagging correlated. The root cause for the erroneous plt results is the presence of giant platelets. Per bci labeling, giant platelets are a known interfering substance.